Event description:
It was reported that the physician was having a problem with his handheld computer. It was noted that the battery was fully charged and the physician always kept the handheld plugged in overnight. Rptr described that after couple mins it turned off automatically and then a screen came on asking him to press the address button to proceed. The software then reloaded and went to set time screen. It was noted that the battery status was fully charged. Further troubleshooting was performed and the handheld again turned off by itself. Rptr tried to press the power button, but nothing came on and it was just blank screen. A hard reset was performed and an error message popped up saying "a memory error has been detected. Press (address button) to correct the error. If the system does not boot, press the power and reset to clear all data in the memory and reboot the system". Rptr requested a new handheld at this point and ended conversation. Product return has been requested, but the product has not been rec'd to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The handheld and software were returned to the manufacturer. An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld software were observed during the analysis. During the analysis it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board.